Event description:
It was reported that, "left knee replacement. The patient is starting to have pain on the inside of the leg and the outside has swelling and numbness when she walks for exercise. This seems to be happening more constantly."

Manufacturer narrative:
The following devices were also listed in this report: triathlon-cr femoral componentcemented #5 left, cat# 5510-f-501, lot# smnfp. X3 triathlon cs insert #5 13mm, cat# 5531g513, lot# lb5799. Triathlon symmetric x3 patella, cat# 5550-g-339, lot# 947v. It cannot be determined which, if any of these devices may have caused or contributed to the reported patient pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.